Event description:
During a procedure in the colon three (3) cook instinct endoscopic hemoclips were used on a post polypectomy site. The user experienced extreme difficulty in releasing the clips [from the deployment device]. The clips were eventually able to be deployed onto the tissue site. The procedure was completed successfully. See MDR's 1037905-2013-00353, 1037905-2013-00354 and 1037905-2013-00355. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The instructions for use contains the following precaution: "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also states: "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.